Event description:
The clinician initially reported that during the procedure, the endoscopic vein harvesting bipolar device would not release after engaging over the vein. However, the returned product did demonstrate that a piece of the jaw tip was missing. No pt injury was reported and the pt was released without incident.

Manufacturer narrative:
This endoscopic vein harvesting bipolar device was manufactured by datascope corporation located in new jersey. Sorin group USA has since acquired this product line. Sorin group USA is filing this report on behalf of datascope. One bipolar device was received at sorin group USA for evaluation. A visual inspection revealed that the tip of the jaw was broken off, wedged in the "cut" button located in the device handle. Datascope's vendor of the bipolar device has been made aware of this issue. Further investigation is underway. A follow-up report will be filed when info is made available.